Event description:
It was reported a patient enrolled in a clinical study underwent right total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient experienced a stroke on the same day. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the patient is to be made aware and warned of general surgical risks, possible adverse effects as listed, and to follow the instructions of the treating physician, including follow-up visits."